Manufacturer narrative:
This is 1 of 2 medwatch reports regarding this event. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no sensor data, pump batteries lasted less than 7 days, rejected new batteries. The customer reported no adverse event. The event involved product(s) mmt-1880l, mmt-7841zn, mmt-7040a. Troubleshooting was not performed. No harm requiring medical intervention was reported. Mmt-1880l was requested and customer response was the device will be returned. No product return is required for mmt-7841zn. No product return is required for mmt-7040a.

Manufacturer narrative:
The pump passed the sleep current test, active current test, and self-test. Test p-cap locks properly into the reservoir compartment. No failed battery test alarms were noted during testing. Test guardian 3 link transmitter pairs successfully to pump. Sensor pairs successfully with pump and transmitter. Successfully downloaded pump history files and traces using thump software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Found no relevant failed battery test alarms and relevant battery alerts, alarms, or anomalies in the pump history files and traces. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: scratched case, and pillowing keypad overlay. Failed battery test was not confirmed during testing. Charge/battery lasts less than expected was not confirmed. Customer did not experience an unexpected power loss of less than 7 days due to no records of a low battery alert fault 104 in pump history records. No com pump to xmtr was not confirmed during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.